Event description:
It was reported the epg (external pulse generator) was being used on a patient, with an intrinsic rhythm of 60 beats per minute, when intermittent undersensing was noted. The sensitivity setting was adjusted, with no improvement. Because the undersensing was intermittent, use of the epg was continued. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.